Event description:
A polarus humeral rod was implanted for a subcapital humerus fracture. Following implantation, the head of the bone disintegrated due to fracture lines not seen on x-rays, causing the humeral rod to dislocate. The 5.3mm screws had backed out of the rod. The rod and the screws were explanted.

Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00080-rod p/n hr-l1115-s, MDR 3025141-2014-00081-screw 1 p/n hc03275-s, MDR 3025141-2014-00082-cap screw assembly p/n hr-0050-s. MDR 3025141-2014-00083-screw 2 p/n hca-l5340-s, MDR 3025141-2014-00085-screw 4 p/n hca-l5335-s.